Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and performed all pneumatic and manifold tests. The iabp passed all testing; calibration, functional and safety tests were also performed to specification. The iabp was the returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a helium leak. A company representative later on reported that, while the nurse was watching the patient, the iabp alarmed "gas loss in iab circuit". The nurse found no blood and stated that she pushed the fill key and the alarm continued. The patient was then switched to another iabp. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a helium leak. A company representative later on reported that, while the nurse was watching the patient, the iabp alarmed "gas loss in iab circuit". The nurse found no blood and stated that she pushed the fill key and the alarm continued. The patient was then switched to another iabp. There was no patient harm and no adverse event was reported.